Manufacturer narrative:
Based on the available information, the event is deemed to be a reportable serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/details have been requested but no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user experienced a cut to the underside of her stoma measuring approximately 1.9 cm. She described the wound as a straight clean cut which occurred about 3-4 weeks ago and has had intermittent bleeding from the cut on the stoma since that time, especially after changing the wafer and during showering. The end user describes the bleeding as a few drops of blood, and placed pressure on the stoma and the bleeding stops and no further intervention is required. She further placed a small amount of vaseline on a small gauze pad onto her stoma. She is attributing the cut to her stoma as "possibly being caused by the moldable wafer." The end user continues to use the same type of moldable wafer, which she molds to fit and does not cut. However, it was reported that the cut is still present on the stoma. She said she did not experience any rough or sharp edges on the wafer, or any separation of layers. She called her gi doctor who referred her to a colo-rectal surgeon for evaluation. She has not been seen by her hcp and has received no medical treatment to date. No photo has been provided and no additional information.